Event description:
Individual became allergic to latex due to continuous wearing of latex gloves. In jan 1990 experienced bulbar chemosis (eye irritation) and in nov 1990 developed anaphylaxis and was taken to the emergency room.